Event description:
Customer reported experiencing numerous unnecessary beeps from the device, which also powered off unexpectedly and did not reduce high blood glucose levels as effectively as manual insulin shots. Despite these issues, there was no adverse impact on the customer's blood glucose level. Cts assisted the customer in updating the device time and settings and advised monitoring the device for any recurring time discrepancies. Customer was informed to change supplies more frequently due to observed changes, and cts was set to follow up as needed.